Event description:
I had my hip replaced back in 2005. It never did feel right; had ongoing problems with it. Had to wait for time period to see a different doctor. Mine had moved on to other things. Had the hip revision done in 2009 because the hip cup was falling apart. There was obviously something wrong for the part to be falling apart as it only lasted such a short time and had ongoing problems with it.